Event description:
It was reported that the patient experienced no stimulation sensation. Caller reported that she felt a pulling sensation in her neck where her leads are implanted and was experiencing severe headaches. Additional information received reported that the patient experienced lead fracture and migration. The leads were explanted. Additional examination of leads included x-rays which revealed the migration and impedance testing which showed high impedances (>3600ohms). No patient injury was reported.